Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph, the male luer lock was observed separated from the tubing. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be completed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One-link non-dehp y-type microbore catheter extension set separated. During total parenteral nutrition (tpn) and lipid infusion via a central line, the "s y-tubing broke right where the cap was". There was no report of patient injury or medical intervention associated with this event. No additional information is available.